Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was malfunctioned. It was stated that the rewind button jammed and pushed insulin. The customer was hospitalized and treated with an insulin drip for two hours. It was stated that the customer is not well controlled with her blood glucose. Initially, it was reported that the customer had received an error alarm while priming and the insulin did not exit. Advised the customer to discontinue use of the insulin pump and a replacement of the device will be sent. No further info was provided.